Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) . No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection it was noticed that pilot balloon was detached from inflation line. It was also found that inflation line was cut by a sharp tool. The root cause of the reported issue was found to be to undetermined. Actions were taken to mitigate the reported issue: a nonconforming report (ncr)was opened.

Event description:
It was reported that during the pre-use check, the pilot balloon and the inflation line got detached. No patient injury was reported.